Event description:
The customer reported that while the unit was in use on a pt, the pressure waveform disappeared. Through moving the connector cable they were able to bring the pressure waveform back up on the display. Therapy was continued. No pt injury was reported.